Manufacturer narrative:
One opened sample was returned. Evaluation of the sample showed the following results: the sample was examined using (B)(4) magnification and found to have a damaged tip (tip rolled over 180 degree). The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to MFR's acceptance criteria. Damage to the tip of the blade like that observed can result in perceived dullness and difficulty penetrating as described by the customer. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. All knives are 100 percent inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as the damaged tip exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
An ophthalmic surgeon reported that the knife cut poorly during surgery. There was no patient impact.